Manufacturer narrative:
P-cap / reservoir locks properly into place. Unit received with a blank display anomaly due to battery tube power connector not fully connected into j7 of pcba 1. Unable to verify exposure to magnetic field or MRI, perform functional test including selftest, sleep current measurement, active current measurement and displacement test due to blank display. Unit received with pillowing keypad overlay and minor scratches on case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was exposed to high magnetic fields. No harm requiring medical intervention was reported. The device will be returned for analysis.